Manufacturer narrative:
The results of the investigation are not available at the time of this report. Sample has not been returned to MFR in time for this report. A f/u investigation will be sent when completed.

Event description:
The event reported as: a small unidentified material (cellulose) was found inside the filter. The material was found prior to use and measured 0.25 cm. No pt injury reported.